Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a code 1003, indicative that the voltage was too low for projected remaining capacity and remote monitoring had been disabled. The patient was reported to be pacemaker dependent. Technical services (ts) offered to perform an analysis of the device data; however, the representative indicated that the patient would be scheduled for generator replacement as soon as possible. No adverse patient effects were reported. This crt-p remains in service.